Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The customer received a questionable high gluc3 glucose hk result for one patient sample. The initial result was 460 mg/dl. The repeat results were 102 mg/dl, 102 mg/dl, and 101 mg/dl. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 25244601 with an expiration date of 30-sep-2018. The provided calibration and qc data was acceptable. Review of the analyzer alarm trace found frequent "no fluid / not enough" alarms which could indicate the sample probe transferred too much sample due to deposits on the outside of the probe.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. Based on the provided abnormal reaction data, a contamination from an unknown source was likely.no further issue was reported by the customer.